Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an extrusion of the device at the implant site, which could not be managed surgically. A contribution of a too strong external magnet selection and/or wearing tight glasses cannot be excluded. The recipient was explanted and re-implanted on the contra-lateral side. This is a final report.

Event description:
The user is experiencing a skin breakdown over the left implant, which could not be resolved by surgical intervention. The device extruded through the magnet site. The user was explanted and re-implanted on the contra-lateral side.

Manufacturer narrative:
The device has not been explanted. When it is explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing a skin breakdown over the left implant, which could not be resolved by surgical intervention. The device extruded through the magnet site. The device and will be explanted on the 8th december.